Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 161 mg/dl. The customer reported that this was the second call for power error detected alarm within 1 day of troubleshoot the previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the active current measurement, and displacement test. Battery power error alarms due high sleep current.